Event description:
Caller reported aviva system blood glucose results of 174 mg/dl and 36 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.